Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion at the left atrial antérior roof. A pericardiocentesis was performed, however, blood was continuously flowing so they installed a closed loop to have the blood reentered into the patient. The patient was transferred to surgery to suture the left atrium and the patient is in stable condition. The pericardial effusion caused by the catheter being pushed too hard by the physician inside the left atrium. The perforation occurred before the 1st lesion after mapping was completed with the hd grid. There were no performance issue any abbott devices.